Event description:
The customer reported to olympus, during an ebus procedure, the subject device broke and a piece of the metal stylet was left in the patient¿s bronchial system. The procedure took place (B)(6) 2021. The broken piece of metal was not identified until a CT scan was performed on (B)(6) 2021 before therapy was being initiated. The patient was asymptomatic. The patient required an additional bronchoscopy and the broken metal piece was removed from the patient¿s left upper lobe with forceps.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the images provided by the customer, the metal material that detached was determined to be the distal hypotube. The reported event is confirmed based on the images provided from the customer. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely resulting from forcing the device through resistance. As stated in the instructions for use, the reported event could be prevented: on page 13, (pn0008807_ah), it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.